Event description:
It was reported that during an unknown procedure, the tissue pad melted. The test was correct, but the device did not work correctly from the beginning of the use. After three or four uses, the white tissue pad started to melt. The coagulation was not correct, what could cause a bleeding. It was reported that there was a risk of bleeding, but it did not occur. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.